Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record did not identify any manufacturing nonconformities related to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported difficulties were related to case circumstances. The failure to advance was due to anatomical conditions. Additionally, it is likely that the distal sheath interacted with heavily calcified and moderately stenosed lesion such that the sheath was pulled back resulting in the partial deployment (exposure) during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a heavily calcified, moderately stenosed left external iliac intervention, the absolute pro was advanced but failed to cross the lesion, so it was removed; however, when removed, the tip of the stent was exposed. Another absolute pro (8.0x60mm) was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.